Event description:
Boston scientific received information that this patient experienced a syncopal episode while simply walking and hit their head. The device was interrogated and it was noted that there was nothing in the arrhythmia logbook (al) to indicate the reason for the syncope. The patients physician was questioning the ventricular trigger rate, and if it should be programmed differently. The programming was optimized to alleviate any further issues. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.